Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid, the device was not sealing sufficient enough to stop bleeding from the mesentary. New device was opened to complete the procedure. An end tone was heard and no re-grasp alarm. There was no patient injury.